Manufacturer narrative:
The lens was returned positioned incorrectly posterior surface up in a lens case. One haptic is torn/split in the distal area. The other haptic is scraped across the gusset area anterior surface. The anterior optic surface has a scrape mark. The damage to the lens appears to have been caused by posts of the lens case. The haptic damage may have been interpreted by the customer as the reported complaint of "looked like there was a bubble on the lens". There are on bubble imperfections observed in or on the lens material. All product and batch history records are quality reviewed prior to product release. There were no bubbles observed in or on the lens. Other damage was observed. The haptic damage may have been interpreted as the reported complaint. The lens damage appears to have been caused by the posts of the lens case. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) had what appeared to be a bubble on the lens. Timing and patient impact are unknown. Additional information was requested.